Event description:
Patient condition was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high pacing lead impedance. The lead was capped and replaced on (B)(6) 2016.